Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction has been made in section h, problem code grid. Coding of l1 - dpr-doi-06 - electrical /electronic property problem & l2 - dpr-doi-06-12 - unexpected shutdown has been changed to l1 - dpr-doi-06 - electrical /electronic property problem & l2 - dpr-doi-06-16 - not applicable. No additional corrections/changes made.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.